Event description:
Per the clinic, the patient experienced no sound perception and no performance with the device following vestibular schwannoma surgery on (B)(6) 2024. Subsequently the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.